Event description:
It was reported that prior to the start of a da vinci-assisted procedure_name surgical procedure, customer encountered a repeated recoverable fault on sk7806 when setting up for a clinical procedure, no patient involvement. Prior to calling the user had completed a system restart but issue remained. Technical support engineer (tse) via artemis confirmed the fault on the patient side cart (psc). Tse guided the caller to power off the system, remove the blue fiber cable from the psc and complete an emergency power off (epo) of the cart. Tse guided the caller to power on the psc in stand-alone and the error immediately returned. Tse advised fse intervention is required and the system is priority down. Site is a single dv system site and no backup psc can be utilized. The procedure was aborted with no reported of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse investigated fault by swapping j31 (primary brake) with j30 (secondary). Checked live fault logs via artemis and fault moved with cable swap. Fault isolated to either j31 cable or primary brake. Fse removed column access panel and replaced j31 cable. Fault no longer present. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.